Event description:
It was reported that during central processing, 6mm monopolar curved scissors instrument was found to be broken. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was described as broken; however, the failure was not related to the movement of the instrument during use. Upon inspection, no physical damage was noted, and there was no material detached from the instrument. Furthermore, there was no evidence of a broken cable at the distal end, nor were there any signs of thermal damage. All components appeared intact, and no fragments were lost as a result of the failure. Although the instrument was reported as broken, there were no visible signs of mechanical, electrical, or thermal damage, and no detachment of material was observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately in 1.65mm x 3.64mm size. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.